Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Customer was initially guided through troubleshooting steps by technical support, such as inspecting the o-ring and cleaning the pneumatic tap area, but was unable to successfully load the cartridge. Subsequently, customer received assistance in filling and loading a new cartridge, but still encountered issues, prompting a referral to customer support for further troubleshooting.